Event description:
On january 14, 1999, an operating room was being used to perform knee surgery. At approx 9:15am the berchtold operating room light broke, showering a pt and staff with glass. The pt's knee had been opened down to the joint capsule prior to the malfunction. The sterile field was contaminated, necessitating cancellation of the operation. A new sterile field was set up; the wound was irrigated to remove any possible glass and closed. The pt is being monitored for any further adverse outcomes. All staff in the operating room at the time reported to personnel health for treatment. Glass was removed from the eyes of three staff members. All suffered from corneal abrasion. The MFR was immediately contacted and requested to come in for an investigation. Pt operation to be rescheduled in the future.

Event description:
On january 14, 1999, an operating room was being used to perform knee surgery. At approx 9:15am the berchtold operating room light broke, showering a pt and staff with glass. The pt's knee had been opened down to the joint capsule prior to the malfunction. The sterile field was contaminated, necessitating cancellation of the operation. A new sterile field was set up; the wound was irrigated to remove any possible glass and closed. The pt is being monitored for any further adverse outcomes. All staff in the operating room at the time reported to personnel health for treatment. Glass was removed from the eyes of three staff members. All suffered from corneal abrasion. The MFR was immediately contacted and requested to come in for an investigation. Pt operation to be rescheduled in the future.

Event description:
On january 14, 1999, an operating room was being used to perform knee surgery. At approx 9:15am the berchtold operating room light broke, showering a pt and staff with glass. The pt's knee had been opened down to the joint capsule prior to the malfunction. The sterile field was contaminated, necessitating cancellation of the operation. A new sterile field was set up; the wound was irrigated to remove any possible glass and closed. The pt is being monitored for any further adverse outcomes. All staff in the operating room at the time reported to personnel health for treatment. Glass was removed from the eyes of three staff members. All suffered from corneal abrasion. The MFR was immediately contacted and requested to come in for an investigation. Pt operation to be rescheduled in the future.

Event description:
On january 14, 1999, an operating room was being used to perform knee surgery. At approx 9:15am the berchtold operating room light broke, showering a pt and staff with glass. The pt's knee had been opened down to the joint capsule prior to the malfunction. The sterile field was contaminated, necessitating cancellation of the operation. A new sterile field was set up; the wound was irrigated to remove any possible glass and closed. The pt is being monitored for any further adverse outcomes. All staff in the operating room at the time reported to personnel health for treatment. Glass was removed from the eyes of three staff members. All suffered from corneal abrasion. The MFR was immediately contacted and requested to come in for an investigation. Pt operation to be rescheduled in the future.